Manufacturer narrative:
E1: (B)(6). E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional. The evaluation of the event is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
A report was received on 18 jun 2024 from a health system professional who stated a dialysate bag broke and the electrolyte solution splashed into the eyes of a nurse during renal replacement therapy on (B)(6) 2024. No symptoms or medical intervention were reported.